Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 7.1mm with no calcification and mild tortuosity reported. In this case, the exact cause of the injury cannot be confirmed. It is possible that calcification and/or tortuosity not appreciable on imaging, or device manipulation, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards (B)(4) affiliate, upon withdrawal of a 16fr expandable sheath (esheath), a localized dissection in the right external iliac artery (eia) was observed. Surgical repair was performed. During a transfemoral tavr procedure, the access vessel was pre-dilated with the 16fr and 18fr dilators. No resistance was encountered during the insertion or the withdrawal of the esheath. It was reported that the introducer was completely inserted in the esheath during insertion and withdrawal of the esheath. Following removal of the esheath and vascular closure using the purse string suture technique, a lower extremity angiogram indicated a localized dissection in the right eia. The dissected position exactly matched the access site. Clamps were placed at the upper and lower areas of the dissection site and the purse string sutures were removed. Continuous sutures were then placed with a vascular suture at right angles to the vessel's long axis. Following the repair, arteriography showed the site was slightly stenosed. The dissection was confirmed to be resolved; the access site was closed and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 7.1mm with no calcification and mild tortuosity reported. It was perceived that since the dissection location was the same as the access site, the esheath likely contributed to this event.

Manufacturer narrative:
Narrative text. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath was fully expanded, as designed, and the tip had been opened. A small lift in the sheath shaft material was observed approximately 1 inch from the edge of the strain relief and a small amount of damage was present at the distal tip. No other abnormalities, such as sharp edges were observed. No dimensional analysis or functional testing was performed due to the condition of the returned sheath. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the injury reported. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The patient¿s access vessel mld was 7.1mm with ¿no calcification and mild tortuosity¿ reported. Minor damage to the sheath shaft was observed during visual inspection; however, no manufacturing non-conformities were found in the returned sample. In this case, the exact cause of the injury cannot be confirmed. It is possible that calcification and/or tortuosity not appreciable on imaging, or device manipulation, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.